Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured in january 2023. H11: eight (8) actual devices and three (3) photographs of the samples were provided for evaluation. The returned photographs were reviewed, and it was noted that there were small dark particles observed on the blue connector of the inlets. A visual inspection of the actual samples was performed, and it was noted that there were particles of foreign matter identified on the blue connector of the returned samples. The reported condition was verified. The cause of the condition could not be determined. However, is most likely due to the manufacturing or packaging process. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that eight (8) micro-volume with luer lock end syringe inlets had particulate matter at the syringe connection. This was observed before use. There was no patient involvement. No additional information is available.